Event description:
It was reported that during preparation for an angioplasty treatment procedure, balloon detached. A 15/4.00 flextome cb otw cutting balloon catheter was selected to treat the target lesion. Upon removal of the balloon protective sheath, it was noted that the balloon got detached from the shaft. The procedure was completed with a different device. No patient complications were reported and the patients condition is fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned unit revealed a complete balloon detach from the distal and proximal balloon bonds. The balloon protector was partially covering the balloon. The markerbands had also moved which is consistent with the inner lumen being stretched. A kink was noted 7cm from the distal edge of the detached inner. The hypotube was kinked 74cm from the strain relief. No further issues were noted with the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: 'turn the stopcock lever towards the middle port or open to the balloon and immediately withdraw inflation device plunger to full negative and place the inflation device in a locked position. When the flextome cutting balloon device is ready to be entered into the body, remove the flextome cutting balloon device from its protective ring. Using straight force (not a twisting motion), pull the protective sheath from the catheter tip.' (B)(4).

Event description:
It was reported that during preparation for an angioplasty treatment procedure, balloon detached. A 15/4.00 flextome cb otw cutting balloon catheter was selected to treat the target lesion. Upon removal of the balloon protective sheath, it was noted that the balloon got detached from the shaft. The procedure was completed with a different device. No patient complications were reported and the patients condition is fine.